Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were pump reboots and sleep call service alarms observed in the black box. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten due to damaged threads. The cap measured within specifications. The battery compartment was cracked and had damaged threads. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.